Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that they are unable to troubleshoot at time of call because customer resolved issue with set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.